Manufacturer narrative:
Device analysis for stimloc (B)(4) revealed no anomaly found. Damage was observed on the inner part of the stimloc base. It cannot be determined how or when it occurred. The damage did not affect the functionality of the clip. The returned base and clip were tested with a known good cap and lead. With the clip inserted into the base and a lead passed through the clip, it closed onto the lead without difficulty and held the lead securely. The cap was also attached with no issues observed. The system was able to hold a lead securely in place, exceeding the 0.5lb retention force stated in the product specification.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative (rep) that immediately after implantation of the deep brain stimulation (dbs) lead, without extension or implantable neurostimulator (ins), a CT was performed before implantation of the ins which is part of the regular standard dbs procedure. The CT revealed that the dbs lead was much deeper than expected, by over 2cm as stated by the neurosurgeon, along the trajectory line, no deviation. Immediate revision of the implanted electrode, burr hole, and stimloc showed that the part of the stimloc with the v-shaped clamp/clench was not holding the lead properly. It was slipping out of it, it was questioned that it must have slipped downwards in the brain; so the dbs lead landed so low. The neurosurgeon tried to clench the stimloc part outside the burr hole, and after washing it, but it didn't work. The two parts didn't stay firmly together on most tries, or the hold was not strong enough. The neurosurgeon additionally tried to clean the rim off the burr hole, no effect. The base of the stimloc was changed for a new one and the new clench part. The cap was not used at all. The completely new stimloc worked well, the dbs lead was pulled up with control of the c-arm and fixed successfully. Immediate CT following this procedure showed that the lead was in the desired place. During this whole procedure, the patient's status was unchanged, no problems, he was alert and cooperative. The patient experienced no symptoms, nor did the physician report any signs. After the surgery there were no complications and the patient was released home. It was noted that the patient did not have any other pre-conditions, like allergies or other diseases. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.